Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the user interface module (uim) on the ventilator sometimes does not power up and the leds on the membrane panel are also not working. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated, however, the battery was found to be out of tolerance which could have been a contributing factor to the blank touchscreen, date, and time reset.